Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day the patient experienced peritonitis. The patient was treated with unknown antibiotics (dosage, frequency, and route not reported). The cause of the peritonitis was determined to be a lack of fluid in the peritoneal cavity that happened on an unreported date. The patient was discharged after four days of hospitalization. The patient recovered from this event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h13a04047 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary on the as400 exception management system was reviewed for this batch with no exceptions were noted for the batch. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).